Event description:
A theatre manager reported that during surgery, when taking the cutter out of the trocar, the cutter would not move; the cutter got stuck and would not activate. The surgeon used another trocar and cutter to finish the surgery. There was no patient impact. Additional information was received, stating that one day after the surgery, the patient experienced hypotony that required re-suture of the incision site. Additional information has been requested.

Manufacturer narrative:
The device history records for the component lots were reviewed. The associated lots (2) were released based on the company's acceptance criteria. There were issues found during manufacturing (epoxy on needle) and the associated lots were reworked. A sample has been received and evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).